Manufacturer narrative:
The specific processing run which was the subject of this complaint could not be identified from the information provided by the complainant. However, it is considered likely that the affected protocol was the "factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016, which failed at 17:19pm on (B)(6) 2016 after completion of two (2) steps only. This protocol comprised 171 cassettes based on data entered into the instrument software by the user; and the reagents used for steps 1 and 2 had been used for at least five (5) previous processing runs without reported incident. Codes recorded during execution of the factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016 indicate that the fill sequence for step 3 could not be completed using either the scheduled reagent bottle or any of available substitute reagent bottles during subsequent re-try attempts because the llss did not activate in the expected sequence. The instrument functioned as designed by filling retort b with reagent from the last completed processing step, which was bottle 3 (ethanol), before abandoning the protocol and activating the local and remote alarms at 17:19pm on (B)(6) 2016. A user acknowledged the failed protocol at 23:05am on (B)(6) 2016. As a consequence, the tissue samples remained covered by the reagent from bottle 3 (ethanol) for approximately 5 hours 45 minutes before user intervention. No use error(s) was identified in the interaction between the user and the instrument either prior to, or during, execution of the "factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016. The pattern of codes recorded during execution of the "factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016 suggests that the protocol failed at 17:19pm on (B)(6) 2016 because the retort b middle lls was defective, which resulted in the presence of fluid not being detected by this sensor. The fse replaced the retort b lower and middle llss in response to this issue. The regimen used to continue processing of the tissue samples from the failed "factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016 was not provided to leica biosystems. Investigation of this complaint found that the instrument functioned as designed during the "factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016, which failed at 17:19pm on (B)(6) 2016 after completion of two (2) steps only. The root cause for failure of the "factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016 was electronic failure of the retort b middle lls. The root cause of the sub-optimal tissue processing could not be determined from the information available. A causal link between electronic failure of the retort b middle lls, which resulted in failure of the "factory 8hr xylene standards" protocol started in retort b at 20:10pm on (B)(6) 2016, and tissue from two (2) cases of the cohort of samples in this run being undiagnosable has not been established. The instrument functioned as designed by filling retort b with reagent from the last completed processing step, which was bottle 3 (ethanol), before the protocol was abandoned and the local and remote alarms were activated. The samples being covered with reagent in the retort would have resulted in the integrity of the samples being maintained.

Event description:
A leica biosystems field service engineer (fse) received a complaint regarding a processing issue, which was reportedly associated with failure of a liquid level sensor (lls) and resulted in tissue samples remaining in a dry retort. During subsequent communication between the complainant and a leica field support specialist (fss) on (B)(6) 2016, it was clarified that the processing issue had occurred a couple of weekends prior to notification of the complaint to the fse; that tissue samples from two (2) cases were not diagnosable and additional medical or surgical intervention may be required as a consequence. The complainant provided an identifier, age and gender for each of the two (2) undiagnosable cases. During attendance at the laboratory on (B)(6) 2016, the fse noted that events recorded in the instrument logs indicated possible failure of the retort b middle liquid lls. The fse replaced both the retort b lower and middle llss; and performed a cleaning cycle, which completed successfully. Refer to MFR. Report# 8020030-2016-00038 for specific details of the other patient involved.

Manufacturer narrative:
Section b3 of the initial 30-day report incorrectly cited that 06/01/2016 as the date of event. The actual date of event is 07/01/2016. Section e4 has been revised to 'yes' as the initial reporter has sent a reports to the FDA as mw5063749 and mw mw5063750. The event description documented in medwatch report numbers mw5063749 and mw mw5063750 states that: "the unit displaced error code 1103 pressure failure due to the tissue processors malfunction in histology lab". There is no evidence of error code 1103 in the instrument logs evaluated by the manufacturer as part of the root cause investigation of the complaint. The complaint received by leica biosystems on 18 july 2016 involved a processing issue reportedly associated with failure of a liquid level sensor (lls) as detailed in section b5 of the initial 30-day manufacturer reports submitted for MFR reports 8020030-2016-00038 and 8020030-2016-00039. Electronic failure of the retort b middle lls was confirmed during the root cause investigation but was not the cause of the sub-optimal tissue processing reported as detailed in section h10 of the intial 30-day manufacturer reports submitted for MFR reports 8020030-2016-00038 and 8020030-2016-00039.